Event description:
It was reported during a routine check ,the cs100 intra-aortic balloon pump (iabp) machine not working on battery. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the machine was tested and the battery functioned normally. The fse reports that the power supply needed to be replaced. The customer has chosen not to repair the unit.

Event description:
N/a.